Event description:
The initial reporter stated that they received questionable results for an unspecified number of patient samples tested with gluc3 glucose hk gen.3 on a cobas 8000 c (701) module. The reporter provided data for a total of three patient samples with erroneous gluc3 values. The erroneous results were not reported outside of the laboratory. The samples were repeated on a second c 701 analyzer and these repeat results were believed to be correct. The first sample initially resulted with a gluc3 value of 29 mg/dl, repeating with a value of 99 mg/dl. The second sample initially resulted with a gluc3 value of 15 mg/dl, repeating with a value of 70 mg/dl. The third sample initially resulted with a gluc3 value of 26 mg/dl, repeating with a value of 92 mg/dl. The patients were not adversely affected. The gluc3 reagent lot number was 36097901, with an expiration date of 30-nov-2019. The field service engineer determined that water pressure for a part of the analyzer was misadjusted. He adjusted the water pressure. He performed precision studies and these passed. The last calibration performed on 24-jan-2019 was acceptable. The controls recovered within range and showed no indications of an instrument or reagent performance issue. The investigation determined that the issue was resolved by the service actions.